Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the physician did not know the cause of the non-detachment and the cause of the fishmouthing is because of the multiple tries to detach because it was still attached.

Event description:
Medtronic received a report that a pipeline was unable to detach and had fishmouthed. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an unruptured aneurysm with a saccular diameter. The pipeline stayed attached to pusher after unsheathing. Multiple maneuvers to force detachment were made then finally detached but with a big fish mouthing. The pipeline has been implanted inside a pipeline previously implanted and a leo previously implanted also (3rd intervention). Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure was good. The patient¿s vessel tortuosity was minimal. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.